Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an anterior tibial lesion which was heavily calcified. Using a 6fr sheath through a femoral access site, the armada 14 was first inflated just below nominal, around 6 atmospheres. During a second inflation, again around 6 atmospheres, the balloon ruptured. The armada 14 was removed from the patient and no additional ballooning was done as the area looked ok. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.